Event description:
It was reported that the ten inserter became stuck onto the tens nail and could not be removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the chuck of the inserter f/ten is indeed jammed up. The device also shows hammer marks. Based on these findings we suppose that excessive force has lead to the jamming up of the chuck. Please note that according to the surgical technique just gentle taps should affect directly on the inserter and that no strikes elsewhere are allowed. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected.